Event description:
A tandem mobi cartridge alarm was reported by the caller. No adverse impact was noted on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed cartridge alarm 35 and decided to replace the pump. The caller was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support advised the caller on necessary steps regarding the replacement pump and the return of the malfunctioning pump, which included putting it in storage mode and returning it within ten days using a prepaid ups label.